Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 458 mg/dl at the time of incident. The customer's current blood glucose is 361 mg/dl. The customer was reported other blood glucose value such 468 mg/dl. The customer was treated with intravenous, saline in the hospital and manual injection for high blood glucose level. The customer was assisted with troubleshooting for bent cannula. Customer was reported that they were unable to complete care link upload. The customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.